Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the second complaint reported for this issue. While a sample was not returned, complaints of a similar nature have been received. Investigation findings to date indicate that the most likely root cause for the failure of the device to switch from fluid to air is that the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). An in-process cracking procedure screening test was implemented in manufacturing. Quality assurance is closely monitoring complaint receipts as part of the effectiveness review for this activity. (B)(4).

Event description:
A surgeon reported that during a procedure, no infusion was received resulting in a soft eye and subsequently a globe collapse. The globe collapse caused the infusion tip to rotate anteriorly and caused damage to the patient's lens. The surgeon reported having noticed this issue frequently and that it usually happens when going from fluid to air, but also has been noted "just in fluid". Increasing the intraocular pressure control does not clear the line and the surgeon has to manually infuse balanced saline solution (bss) through an open port to regain pressure. Three attempts were made to retrieve additional information and a questionnaire was sent to the facility. After the last attempt, the clinic reported that they would not be providing any additional information as they need to investigate this issue further. This is the first of two reports being filed for this facility.